Manufacturer narrative:
Upon inspection and testing of the device, the coating on the insertion section was found to be peeled off due to deterioration. The reported issue (a pinhole in the bending section cover) was confirmed and found to be caused due to external factors. The subject device was leaking due to the reported issue. In addition, service found the bending angle was out of specification due to wear of the angulation wire, the paint on the up/down plate was peeling, and there was abnormal sound due to damaged angulation control lever. Scratches were observed on multiple parts due to external factors. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the bending section cover of the subject device had a pinhole. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the coating on the insertion section was peeling off. This report is being submitted for the malfunction found during evaluation (coating peeling off).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to stress, handling of the device, or some other factor. Olympus will continue to monitor field performance for this device.